Event description:
In accordance with (B) (4), we are notifying you that on (B) (6) 2009, a customer called roche diagnostics and reported that he had been admitted to the hospital and been in a coma multiple times in the past. The last such incident was approximately one year ago. The caller gave no indication as to the nature of the hospitalization or the cause of the comas. The caller did indicate that he was using the one-touch blood glucose meter at the time of the hospitalizations. No additional information was provided regarding this incident. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm.